Event description:
It was reported that there was redness and drainage at patient¿s ipg site. The physician noted that the ipg site did not look infected. Patient was prescribed antibiotics. Cultures were taken, which showed the presence of blood cells (wbcs) and confirmed no infection was present. Surgical intervention was undertaken and the ipg was explanted and replaced. Issue resolved.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.